Manufacturer narrative:
The device was returned for evaluation. The position of the cam when valve was received was at setting 4. The valve was visually inspected; the needle guard was raised and blocking the flow. The valve was hydrated. The valve was flushed; the valve failed, no flow. The valve was dried. A review of manufacturing records found that the device conformed to specification when released to stock. The root cause for the raised needle guard could be due to handling, as noted in the IFU. Do not fold or bend the valve, folding or bending might cause rupture of the silicone housing, needle guard dislodgement or occlusion of the fluid pathway. Based on the results of the investigation, the reported issue was confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
The pre chamber didn't work, the surgeon could not fill the chamber.